Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced defective packaging that resulted in sharp sticking out the side of the package, unprotected. The following information was provided by the initial reporter: item found in stock room with defective packaging that resulted in sharp sticking out the side of the package, unprotected.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced defective packaging that resulted in sharp sticking out the side of the package, unprotected. The following information was provided by the initial reporter: item found in stock room with defective packaging that resulted in sharp sticking out the side of the package, unprotected.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample provided for evaluation. Bd received one sealed 22g x 1.00in. Nexiva unit from lot number 2032039. The returned 22g nexiva device and packaging exhibited evidence that the device was caught in the seal. Voids were observed in three locations of the seal due to the misaligned unit within the packaging. A tear was observed in the top layer of packaging. The needle cover had been severed and was not attached to the needle. The needle was most likely caught in the seal. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch.